Event description:
Follow up information reported that the patient received assistance from the manufacturer's representative and their concerns regarding their implantable neurostimulator (ins) therapy were resolved. The patient did have concerns about driving their car with the device on and was advised to turn the device off.

Event description:
It was reported that the patient was currently being treated for a urinary tract infection. The patient was being treated with an IV antibiotic at the doctor's office each day for the next seven days. It was noted that the patient was wondering whether he had to turn his device off each time he drove the car. The patient was implanted about three weeks ago and was on program 1 at 1.5 v. Additional information has been requested and when received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 3037 lot# serial# (B)(4), product type programmer, patient product ID: 3889-28 lot# va06fgu, implanted: 2013 (B)(6), product type lead (B)(4).

Manufacturer narrative:
(B)(4).